Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of product sample. Based on the information gathered during baxter's investigation, the cause of the system error 2240 not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
The nurse (rn) contacted baxter's technical service center regarding a system error (se) 2367 which occurred on the homechoice (hc) during therapy. The rn stated that the home patient (hp) received a system error (se) and also got a system error (se) 2240. The baxter technical service representative (tsr) explained se 2240 indicates air entered the set up. The rn requested assistance to remove the cassette. The tsr further provided instruction to remove the cassette. There was no injury or medical intervention reported.